Manufacturer narrative:
The report event of lead break was confirmed. As received, microscopic inspection the returned lead (b) found all the internal lead wires being broken 23.5 cm from stim end segment.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient's drg leads had been returned to the device manufacturer and investigation confirmed one of the leads had fractured during the system explant on (B)(6) 2024.